Event description:
It was reported that during a lap low anterior resection, the device was separated when the device was used on the rectum. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the cdh29 device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no anvil was received for analysis, however the test anvil was attached on the device completely and without any difficulties and did not detach during functional testing. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.